Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a high blood glucose value of around 581 mg/dl. Customer's blood glucose value was 581 mg/dl at the time of call. The customer's mother stated that they will be treating the high blood glucose. No symptoms or treatment were reported. Troubleshooting was done. The customer's mother stated that there were no issues with settings. The insulin pump is not expected to be returned for analysis.